Manufacturer narrative:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The belt failed incoming functional testing. Upon investigation the electrode belt ECG a, b and front therapy electrode cable was cut, cutting all of the wires in the cable. The root cause for cut cable was physical abuse.  There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was not wearing the device at the time of passing.

Event description:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The belt failed incoming functional testing.